Manufacturer narrative:
Complaint no. (B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review found that all released product met release criteria. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the left seam, near the 50ml graduation mark. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.